Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk.

Event description:
The customer reported an alarm during the manual prime, as well as a protruding drive support cap. The reported blood glucose at the time of the call was 268 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.